Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a perforation of the right ventricular (rv) lead was confirmed via the patient's symptoms and x-ray and/or echocardiogram results. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.